Event description:
Customer reported an antibody was missed on galileo while performing the pool cell assay.

Manufacturer narrative:
Customer's returned sample exhibited 3+ hemolysis and was qns for galileo testing. Hemagglutination tube testing was performed using retention panoscreen I, ii, and iii, lot 02212. Testing was performed at all temps, and immuadd was used as potentiator. Sample was nonreactive in all testing.